Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 system suddenly became battery-powered during the procedure. An exchange with another power cord showed the same effect. Only the replacement with another s5 system solved the issue. There was no report of patient injury.

Manufacturer narrative:
Through follow-up communication livanova deutschland learned that no battery test was performed upfront the procedure by the customer. However the defective e/p pack was returned to livanova (B)(4) for further investigation. During the investigation at the manufacturing site the reported fault could be confirmed. A faulty switch mode power supply has been identified. The exact root cause could not be identified, however, wear can be seen as a contributing cause of the related issue.